Event description:
(B)(4). I had my device done thru (B)(6), which was totally covered except for a small co-pay. Since then I have gained (B)(6), become more depressed, and I have been experiencing: joint pain, hair loss, pelvic pain, stomach pain, lack of sex drive. I have had several tests run to figure out what is going on...all come back fine. I know my body- it is not fine!